Event description:
Hypoglycemia; I have the omnipod dash personal delivery mgr (pdm), this is the 3rd one I've had since (B)(6) 2019. The 1st one was recalled by the company due to some insulin calculation error (which I never experienced). Omnipod sent replacement pdms to all users, I got mine (B)(6). But the replacement was not giving me the insulin dose I entered, it was giving me more anytime I entered an extended bolus. Reported to omnipod (B)(6) 2020, they sent a replacement overnight, but that replacement is doing the same thing. Latest episode was this morning, when I programmed 3 units of insulin for immediate delivery, and 3.6 for extended delivery. The pdm gave me 5.45 units at immediate delivery. This is happening a lot, and only with extended bolus, but it always gives me more than what I programmed, often leading to low blood sugars. I think whatever omnipod supposedly fixed caused new problems in the replacement pdms. I think if I contact them again they'll just send me another pdm that will have the same errors. FDA safety report ID# (B)(4).